Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown) via an implantable pump. The indication for use was noted as spinal pain. On (B)(6) 2015 it was reported that the pump ¿slid right through her skin; the pump rejected through the skin¿. The pump was explanted. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.